Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins within the backup battery was confirmed via visual analysis. No log file was submitted for review; however, the 11v backup battery (serial number: (B)(6)) was returned to the european distribution center and evaluated and tested on 08jul2021. Upon initial observation, two pins (#10 and #11) were found to be bent within the battery. The battery was unable to be functionally tested due to the bent pins. A root cause for the bent pins was unable to be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use (IFU) (rev. B) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient received a regular exchange of backup battery from pocket controller. The new battery was not possible to connect from the beginning on, as one of the pins of the battery itself was bent. The health professional tried to bring the pin in the correct position again but it still don't fit into the socket. The patient received another new backup battery and the affected one will be returned.